Manufacturer narrative:
Result - eval of the returned unit confirmed the reported issue of no power. In addition, there is corrosion and battery leakage on flat contacts and battery springs, inside the battery compartment near the aqualert water indicator label and on the back of the battery door. The edge of the aqualert water indicator label shows moisture exposure. The unit was tested a total of three times at five minute intervals with new batteries, a 9v adapter and an external power supply and it powered up 2 of the 3 times. Note: instructions for use state - batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).

Event description:
Customer reported that the alarm has no power. Batteries have been replaced with a new supply. No visible damage to the outside of the case. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.